Event description:
Medtronic received information regarding a navigation system used during a procedure. It was reported that the system was intermittently tracking. Troubleshooting steps were performed. A manufacturing representative (rep) used a phone camera to "confirm that only one side of the camera was functioning since they only saw the led fire from one side of the camera." The rep confirmed that the spheres were brand new on both frames. The older spheres were discarded and not retrievable. The rep put new spheres on the frames and found them to be tracking perfectly. It was confirmed that the old spheres were made by another manufacturer. The rep also confirmed that the spheres he had used for troubleshooting were in fact medtronic branded. The rep went into ndi toolbox and confirmed no errors during the time of the case. To satisfy customer's complaint that only one side was functioning, the rep used the photo option in ndi toolbox to confirm that both sides of the camera were functioning properly. The probable cause for the issue was that non-medtronic branded spheres were used for surgery. Patient impact was not reported at this time. Additional information was received. It was reported that the issue occurred during a spinal procedure. There was a delay of less than one hour and there was no impact on the patient's outcome.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821 h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the system checkout. B17, c20 and d15 apply to the concomitant product. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.